Manufacturer narrative:
UDI #: unknown, because the serial number was not provided. Expiration date, and serial #: unknown, not provided. If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. Device manufacture date: unknown, because the serial number was not provided all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol), very quickly shot out of the delivery system, into a (B)(6) year-old male patient's eye and broke the posterior capsule. The lens was left in the patient's eye as the surgeon thought it looked fine and quite stable. Additional information was received and it was reported that the lens was prepared correctly and enough viscoelastic was used. The lens has not been explanted. No further information was provided.

Manufacturer narrative:
The serial number of the pcb00 unit was received therefore, the UDI, expiration date and manufacturer date is now known and is included. (B)(4). Expiration date - 12/12/2018, serial number - (B)(4). Device manufacture date: 12/12/2015. Device evaluation: visual inspection was not performed as the lens and the delivery system has not been returned to the manufacturer. The lens remains implanted. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the pcb00 unit was manufactured according to specification. There were no non-conformances generated during the manufacturing process. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.